Event description:
Customer's mother reported via phone call that insulin pump received a failed battery test alarm. Customer's blood glucose was 343 mg/dl and was treated with manual injection. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No failed battery test alarms were noted. The insulin pump was received with debris under the display window.